Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5058772.

Event description:
Laparoscopic appendectomy - "the white top of the applied medical kii fios first entry 12x100mm obturator separated from the clear cannula portion during surgical procedure. Device replaced and surgery proceeded as scheduled. Reason for use: laparoscopic appendectomy. Device is available for return. Please send return kit." Patient status - patient stable.